Event description:
It was reported that device entrapment and dissection occurred. The stenosed target lesion was located in the distal left anterior descending (lad) artery. A comet ii pressure guidewire was selected for use. During removal of the wire, the wire tip was caught and entangled in a previously placed, under deployed stent in the distal lad artery. Despite of normal removal technique, the wire tip separated from the wire and became lodged on a stent strut and caused a dissection. The separated tip was left in the lad. Attempts to deliver and deploy an additional stent at the affected site were unsuccessful. Balloon percutaneous transluminal coronary angioplasty (ptca) was performed to complete the procedure, and the patient condition was stable. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of an ffr comet pressure wire. The wire returned detached from the weld seam and tip distal, the tip distal part did not return for analysis. The occ cable was not returned for the analysis. Inspection of the device revealed that there were numerous kinks throughout the body from distal to proximal, additionally, the wire was found detached from the weld seam at 36cm from distal to proximal, also, the tip distal was found detached.

Event description:
It was reported that device entrapment and dissection occurred. The stenosed target lesion was located in the distal left anterior descending (lad) artery. A comet ii pressure guidewire was selected for use. During removal of the wire, the wire tip was caught and entangled in a previously placed, under deployed stent in the distal lad artery. Despite of normal removal technique, the wire tip separated from the wire and became lodged on a stent strut and caused a dissection. The separated tip was left in the lad. Attempts to deliver and deploy an additional stent at the affected site were unsuccessful. Balloon percutaneous transluminal coronary angioplasty (ptca) was performed to complete the procedure, and the patient condition was stable. No further patient complications were reported.